Manufacturer narrative:
Concomitant medical products: 4269-59 lead; implanted: (B)(6) 1997; 4269-45 lead; implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eighty days post-implant, the patient's implantable cardioverter defibrillator (ICD) system was explanted due to pocket erosion. A new system was implanted four days later. No further patient complications have been reported as a result of this event.